Manufacturer narrative:
Continuation of d10: 507652 lead 429888 lead implanted: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to short v-v intervals and high rate non-sustained (hrns) episodes. There was also an increase to undefined high pacing impedance, and oversensing of noise that resulted in inhibition of pacing. The patient indicated that their health care professional (hcp) advised them there was something wrong with their defibrillator lead. During the lead revision, a low voltage lead fracture was confirmed. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.